Manufacturer narrative:
(B)(4)

Event description:
It was reported that g6 receiver was in debug mode. Product was provided for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. The receiver data was downloaded and no data was found within the investigation window. A functional test was performed and passed. An internal visual inspection was performed and passed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.